Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86073.

Event description:
It was reported that customer was hospitalized due to low blood glucose while using the insulin pump. The lowest blood glucose reading was 32 mg/dl. Customer was attempting to deliver a bolus and accidentally delivered the entire reservoir full of insulin. With the device connected to his body, customer forcibly put a new reservoir into the insulin pump without completing the rewind process. At that time 300 units of insulin was delivered and customer was taken to the hospital. Nothing further was reported.